Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing tingling sensation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.